Event description:
It was reported that the stent partially deployed. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient stenting procedure to treat a sfa (superficial femoral artery) blockage. During an attempted to deploy the stent, the deployment wheel quit working and started freespinning after 30mm of the stent had been deployed. Also the pin pull option pulled out of the back of the handle. The device handle was broken down by the physician who tried to deploy the stent with hemostats. The stent would not release from the outer sheath and it was removed manually the physician pulled the entire device out of body and opened another 6x120 stent to complete the procedure.